Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Article received entitled: "a comparison of the omega and posterior approaches on patient reported function and radiological outcomes following total hip replacement", by james r. Berstock, et. Al, published in journal of orthopaedics 14 (2017) 390¿393. Authors sought to examine the omega approach in comparison to the traditional posterior approach for total hip arthroplasty. Using a retrospective process, the authors compared 415 follow-up functional and satisfaction score results for a mean three year period. The authors indicated that the depuy c-stem amt cemented femoral stem component was used in all cases. No other product details were provided, with respect to device type or to manufacturer. The study results indicated that there were no significant differences between the three hip approaches, based on functional outcomes and satisfaction results. It was indicated that 93 patients died during the course of the study, (no allegations of product or procedural cause were suggested as contributory towards patient deaths), 17 were unable to complete the study questionnaire because of unrelated comorbidities, and 7 did not wish to participate in the study. Authors indicated that three patients required re-operations. In one case, there was a revision of the acetabular component, with conversion to a capture/constrained device, to address multidirectional joint instability. In a second patient, there was a reported closed reduction for an episode of dislocation following a fall--there was no recurrence of dislocation following this. Finally, a patient experienced a greater trochanter fracture that was openly reduced and fixed with no revision of the total hip components. It is again noted with respect to these complications that the only product identified for this study was the depuy femoral stem. It can be reasonably inferred that a depuy femoral head was likewise used. Acetabular components are unknown, as was the bone cement used.